Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer not on bus unable to recover. A field service engineer successfully repaired the pcm and drawer controller board, thereby restoring functionality to drawer 4. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system's half height drawers 4.1 and 4.2 are currently offline and cannot be restored. A customer reported that user were not able to issue medication to patient during the malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system drawers were off the bus. A field service engineer replaced the circuit board and drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis medstation es system's half height drawers 4.1 and 4.2 are currently offline and cannot be restored. A customer reported that user were not able to issue medication to patient during the malfunction. There were no adverse events or injuries reported based on this event.